Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise leading to automatic mode switch episodes. No device intervention was performed. The patient was discharged.